Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a cracked reservoir compartment. The ring around the reservoir compartment was chipped. His blood glucose level was 221 mg/dl. The customer is taking cortisone. He received an unexpected restart, a no delivery, and an external error alarms. The customer was hospitalized due to cellulitis on his leg and complications with antibiotics. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A broken reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.